Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator screen froze at the six picture display. There was no patient involvement at the time of the reported condition. The device was returned to medtronic. An investigation was performed and the alleged malfunction was confirmed. The single board computer (sbc) printed circuit board (pcb) needs to be replaced. The repair of the ventilator is yet to be completed.